Event description:
New information noted the leadless pacemaker contained inaccurate diagnostic data. The patient was in stable condition.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on (B)(6) 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
It was reported that the device was in magnetic resonance imaging (MRI) mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the leadless pacemaker (lp) interpreting electromagnetic interference (emi) as a false-positive telemetry command to change mode.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in magnetic resonance imaging (MRI) mode. The lp was restored to normal device settings. The patient was in stable condition.